Event description:
It was reported that prior to the start of a da vinci-assisted mediastinal surgical procedure, the customer discovered part of the wire on the prograsp forceps was coming out. The customer replaced the prograsp forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of the ¿frayed - distal instrument grip cables¿ is attributed to a component failure. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.110¿ - 0.124¿ in length and not aligned with the tube axis. The root cause of the ¿scratch marks/abrasions instrument main tube¿ is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video were provided for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: failure analysis investigations found scratch marks with light material removed on the instrument main tube. The material that was removed from the instrument main tube could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Product information was provided in order to obtain the date of manufacture.